Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing instructions for a complete pump reset, after which the error code did not reappear. The caller successfully restarted their sensor session.